Manufacturer narrative:
The insulin pump had alarmed motor error during rewind due to motor encoder signal out of phase. The device was received with cracked case at display window corner, broken battery tube threads, cracked reservoir tube, reservoir tube lip, and minor scratches on the display window. (B)(4).

Event description:
Customer reported via phone call, the insulin pump was alarmed motor error during basal and it had a crack on the battery chamber. Customer's blood glucose was 111 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.